Event description:
The customer contacted physio-control to report that their device powered off unexpectedly after successfully delivering a shock to a patient. There were no reports of adverse effects to the patient as a result of the reported issue. The customer later advised that the patient survived the reported event.

Manufacturer narrative:
The customer responded to physio-control's requests for additional information. As a result, have been updated accordingly. Additionally, the patient survived the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Additional mfg narrative, of supplemental medwatch report 001 indicated: the customer responded to physio-control's requests for additional information. As a result, sections a1, a2, a3, a4 and b7 have been updated accordingly. Additionally, the patient survived the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10/h11, additional mfg narrative, of supplemental medwatch report 001 should have indicated: the customer responded to physio-control's requests for additional information. As a result, have been updated accordingly. Additionally, the patient survived the reported event.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly after successfully delivering a shock to a patient. There were no reports of adverse effects to the patient as a result of the reported issue. The customer later advised that the patient survived the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device and was able to confirm that the device did experience a single loss of power, but that power was restored approximately 2 seconds later. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly after successfully delivering a shock to a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.